Manufacturer narrative:
A ge service rep performed an on-site investigation. The power supply voltage on the mainframe was adjusted and the printed circuit board was reseated. The system operates as intended.

Event description:
The customer reported the 9900 system fast stop activated, turned off, and then would not take an x-ray. No pt injury was reported.